Event description:
Left axillary iabp (intra-aortic balloon pump) catheter sustained a balloon rupture with blood entering the helium tubing. Md was immediately notified by the primary rn and the patient was taken to cath lab for urgent removal of device.